Manufacturer narrative:
The pump passed the displacement, error, rewind, basic occlusion, and self tests. All operating currents were within specification. The off no power alarm functioned properly, and no bolus anomaly or basal anomaly was noted during testing. No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that customer received a motor error alarm. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reports to have had low blood glucose below 40 mg/dl, but was not able to troubleshoot for low blood glucose due to being at work. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.